Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The physician was removing an axsos distal medial tibial plate and one of the screws was very tightly locked in the plate. The physician attempted to remove the screw with the t15 locking screwdriver(702747) and the screwdriver broke. The same occurred with the solid locking attachment (702753). On the third attempt, the screw and plate were removed.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke was confirmed. The instructions for use indicate that the implant is a short term implant and a delay of explantation may lead to complications: "the implant is a short-term implant. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable.¿ a design change was performed, shortening the blade of the screwdriver bit, and strengthening it. This change was performed after the manufacture date of the device referenced in this complaint. A review of the labeling did not indicate any abnormalities.

Event description:
The physician was removing an axsos distal medial tibial plate and one of the screws was very tightly locked in the plate. The physician attempted to remove the screw with the t15 locking screwdriver(702747) and the screwdriver broke. The same occurred with the solid locking attachment (702753). On the third attempt the screw and plate were removed.